Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard evaluation and the system hazard and user misuse analysis. The DHR (device history review) for sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad nx is considered a low, not significant trend. (B)(4). The root cause of the reported event is unknown.

Manufacturer narrative:
Evaluated by MFR: an asp field service engineer (fse) was dispatched to assess the unit onsite. The fse verified that the system parameters are within installation guidelines. A visual check of subsystems was performed. The fse found the system is connected to ups which occasionally trips when starting the vacuum pump. The fse discussed with the customer who advised that a more robust ups has been ordered. The fse ran a test cycle. At this time the sterrad nx meets manufacturer specifications. The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle.

Event description:
The customer reported a healthcare worker (hcw) experienced a burning sensation when unloading the sterrad nx chamber after a completed cycle. The hcw symptoms included a skin reaction on the index finger where the finger turned white and a burning sensation which lasted approximately two hours. The hcw did see the ER physician who rinsed/flushed the area under running water. The hcw returned to work and resumed her regular duties without any issue. The hcw was not wearing ppe.